Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the case, the burr reportedly was running outside of the stereotactic boundary for less than 30 seconds before it stopped. No hazard was presented to patient or user, and the motor continued to function as intended. The case was completed with a reported successful outcome.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. The evaluation concluded that the root cause of this issue is the anspach control software rejecting disable signals during periods of high activity or strain, such as excessive torque to the motor. When the disable signals are rejected, the anspach motor continues to spin. In this case, the surgery continued with no reported delay, and no further issues.